Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) . This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative found that error code would appear after a powering the device on for a couple minutes. The service representative replaced the distribution board (B)(4) to resolve the issue. However, during testing, two additional errors (ee16 and ee18) were displayed intermittently when patient pump 1 was powered on. The patient pump (B)(4) was replaced and subsequent testing did not identify further issues. Preventative maintenance was performed and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed a numerical error code on the patient side and experienced issues with not heating properly during maintenance. There was no patient involvement.